Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -2.75 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size and model, different diopter lens due to refractive surprise. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).